Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2015-04946 / 1825034-2015-04947 /0001825034-2016-02495 / 0001825034-2016-02496). Not returned by attorney.

Event description:
During a hip revision procedure the stem and taper adapter were found to be cold welded. While attempting to remove the taper adapter from the stem the patient's bone fractured. The stem was removed along with the taper adapter.